Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with a gastrointestinal bleed. An esopha gogastroduodenoscopy revealed arteriovenous malformations and six clips were placed. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, gastrointestinal bleeding and arteriovenous malformations are known potential complications associated with the implantation of an vad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of gastrointestinal bleeding and arteriovenous malformations. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an upper gastrointestinal bleed (gib) and was admitted to the hospital. An esophagogastroduodenoscopy (egd) showed arteriovenous malformations (avms) in the gastric body. Six clips were placed during the egd. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the vad exhibited low flow alarms. It was noted that the patient's anticoagulation was controlled at the time of the event and international normalized ratio (inr) was 1.8.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the device evaluation and investigation completion. Correction b5: event description was corrected to include the performance of the vad and diagnostic testing results. Correction g2: report source was corrected from study and health professional to company representative, study, and health professional correction h6: FDA device code was corrected from a24 to a1412. FDA conclusion code was updated. Correction h10: product event summary was corrected to include the device data analysis. Product event summary: (B)(6) was not returned for evaluation. Review of the controller log files revealed a slight decrease in power consumption starting (B)(6) 2020 and two (2) low flow alarms logged since (B)(6) 2020. As a result, the reported low flow event was confirmed. Information received from the site indicated that the patient presented with a gastrointestinal bleed. An esophagogastroduodenoscopy revealed arteriovenous malformations and six clips were placed. It was further reported that the vad exhibited low flow alarms. It was noted that the patient's anticoagulation was controlled at the time of the event. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, gastrointestinal bleeding and arteriovenous malformations are known potential complications associated with the implantation of an vad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of gastrointestinal bleeding and arteriovenous malformations. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.